Manufacturer narrative:
An investigation has been initiated based upon the reported incident.

Event description:
It was reported that the device's cord is damaged and not cutting properly. The user facility also reported that the device is shredding pt's skin. They are using integra's blades with the device.